Manufacturer narrative:
Lead model 435135 serial #(B)(4) implanted: (B)(6) 2006 explanted: na lead model 435135 serial #(B)(4) implanted: (B)(6) 2006 explanted: na.

Event description:
It was reported that the patient experienced a shocking sensation and that the lead wires were fractured per x-ray. There was no incident or accident related to this event. Follow-up information received indicated that the patient's physician suspected something was wrong due to the impedance measurements being out of range. The patient did have a follow up appointment with their physician and the company representative on (B)(6), 2011 but cancelled and did not reschedule. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2011, product type: lead. Product ID 435135, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
Additional information received indicated that shortly after the device was implanted they got a high impedance reading and the device was replaced in (B)(6) 2011 because of a fractured "wire".

Event description:
Additional information received indicated that the cause of the lead break was not clear. The entire lead was explanted. The lead and generator were replaced. No troubleshooting was performed during the explant. The patient recovered without permanent impairment.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported they gave the local healthcare provider (hcp) the opportunity to do a surgery on her in 2011 to check the wires. The patient had high settings and had 18 months out of device. Within 3 months of implant, the patient was not getting any better and that was when the high impedances were discovered.